Event description:
The reporter did meter to hcp meter comparison testing. The reporter's meter read 233 mg/dl, and the dr's meter was 93 mg/dl. The reporter's did not have any symptoms. During troubleshooting, a control test was in range. The reporter had never cleaned the meter. On followup, the reporter confirmed the above tests. No harm was alleged.